Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via antegrade approach. The 99% stenosed target lesion was located in the severely tortuous and severely calcified vein in the upper arm. After a guide wire crossed the lesion, a 7.0 x 40 75cm mustang¿ balloon catheter was advanced for dilatation. However, upon inflation the balloon ruptured. The device was completely removed from the patient. A different device was used to dilate the lesion and after recovering the flow, the procedure was completed. No patient complications nor injuries were reported.